Event description:
It was reported that battery sn (B)(4) manufactured in 02/01/2011 would not charge. Batteries with serial numbers (B)(4), manufactured in 02/2011 and (B)(4) manufactured in 01/2011 failed output testing. No adverse event reported.

Manufacturer narrative:
Batteries were not returned for investigation. A supplemental report will be submitted if they are returned. No adverse event reported.